Event description:
It was reported that the patient underwent a cervical diskectomy and fusion at c4-5, c5-6, and c6-7 with rhbmp-2/acs and instrumentation placed at each level. Reportedly, shortly after the surgery, the patient began to experience severe, chronic, and on-going numbness and pain in her ears, head, throat, neck, shoulders, and arms. It was further reported that her pain was so severe that it rated 10 on a 10 point scale. The patient also experienced vertigo, daily headaches, and a decreased range of motion as much as 60% in her head, neck, and shoulders. Reportedly, approximately 2 years post-op, the patient's physician recommended pain management as the patient "was permanently and totally disabled from her pain" and that the physician has stated that the patient "was degenerating above and below her fusion."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2007, the patient was admitted with diagnosis of cervical spondylosis without myelopathy. The secondary diagnosis included h ypothyroidism , esophageal reflux , anxiety state . The pre-op diagnosis of the patient was : right c6 radiculopathy; multilevel cervical spondylosis . The patient underwent following procedure: anterior cervical discectomy and fusion c4-5, c5-6 and c6-7 with instrumentation; bilateral foraminotomy c4-5 <(>&<)> c5-c6 <(>&<)> c6-7; placement of structural allograft interbody spacer and rhbmp-2 at each level; placement of intraoperative skeletal traction. Per op notes, ¿.. At c4-5, a sizer was placed into the disk space and a 7mm allograft radius was cut and contoured . 0.7 mg of rhbmp-2 was then placed into the center of the spacer and then spacer was placed into the disk space. .. Pin had been placed for distraction at the level . The pin at c4 was then removed and placed at c6 level. Distraction was again applied and again in the exact manner , disk space was prepared ¿ the surgeon cut the fibula to 7mm and placed 0.7 mg of bmp at that level. After this , the casper pin was removed at c5 and replaced at c7¿. The exact procedure with removal of disk was carried out . Bilateral foraminotomies and placement of an interbody spacer with rhbmp-2 was performed again . ¿ a plate was then sized . This was choosed to be a 60mm venture titanium plate . The surgeons placed this across the anterior disk spaces and then placed 15 mm screws at each of the locations bilaterally to obtain good fixation. .¿ on (B)(6) 2007, the patient was discharged from the facility.

Event description:
It was reported that patient underwent a spinal fusion at c4-5, c5-6, and c6-7 with instrumentation and rhbmp-2/acs at each level. Post operatively it was reported that patient now suffers from chronic/severe pain, numbness/tingling/weakness in arm and hands, shooting pain, weak grip, decrease rom, face numb, shoulder pain, vertigo, difficulty swallowing, ear pain, neck/low back pain, trigeminal neuralgia, cervical radiculopathy, headaches, straightening of normal vertical lodosis. Patient is disabled and has had nerve block injections to treat pain. Patient states she can't lift anything over five pounds, has problems functioning, has nerve damage, cannot stand or walk long, has reduced strength, cannot drive, has constant neck and face numbness, and her thyroid has stopped working. Patient states it has impeded her daily life. She also claims she chokes all the time, throat swells up and she cannot breathe or swallow. Patient states that the muscles in her throat don't work since the surgery because they were damaged and must drink a lot of water to get food down.